Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe and light probe were stuck in the eye during a vitreo-retinal procedure. They had to use a forcep to pull the vitrectomy probe out and some of the retina tore as a result. The sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No samples were returned for evaluation for the report of a vitrectomy and illuminator probes stuck in trocar; therefore, the condition of the products could not be verified. A review of the device history records traceable to the reported lot number indicates that the products were processed and released according to the acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. The root cause for customer complaint issue could not be determined. No additional action is required at this time. (B)(4).